Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. A review of the provided imagery revealed a crimped valve that was between the alignment markers. There was one (1) strut that appeared to be bent at the inflow side. Once the valve was deployed, the valve was noted to have deployed asymmetrically, and one (1) strut was deformed on the deployed valve. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. In this case, the valve frame damage was confirmed based on the provided imagery. The available information suggests patient factors (tortuosity) and/or procedural factors (high push force) likely contributed to the event as the information provided indicated there was presence of tortuosity within the patient's vasculature, and that high push force was used to advance the delivery system through the sheath. A tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Additionally, high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in canada, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, there were difficulties advancing the first 14fr esheath through the right femoral artery (rfa). As a result, the first 14fr esheath was replaced with a second 14fr esheath. During advancement of the delivery system with valve through the second 14fr esheath, there was higher than normal push force experienced. The delivery system with valve was able to be advanced out of the esheath, but it was noted that a strut of the valve had been pushed backwards (inflow end). It was determined that the safest course of action was to implant the valve in the aortic annulus. The valve was implanted, and a transthoracic echocardiogram (tte) performed post valve implantation revealed no effusion. The valve was functioning normally. The patient tolerated the procedure well. There was no vascular injury noted during the procedure or upon completion of the procedure.

Manufacturer narrative:
A supplemental MDR is being submitted to include additional information. This is one of two manufacturer reports being submitted for this case. Please see manufacturer report number 2015691-2024-09677 for details of the other event. The investigation is still ongoing.